Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was prepped for battery replacements from soletras to single cell (sc) on sep-01. A manufacturer representative (rep) interrogated the implantable neurostimulator (ins) and no programming was updated to their knowledge. They do not know what the settings were at this time. On sep-02, they interrogated the inss with the 8840 to confirm the inss were on prior to the replacement date due to the patient feeling funny/tired. They were on. The neurologist stated the funny/tired feelings were not related to the stimulation system. The batteries were replaced on sep-15 and applied the settings from the soletra (which were written down and also texted) to the new inss. The patient felt great after surgery. On sep-23, the patient came in and they looked at the settings. It was noticed that the settings were different than the patient had for all these years in the new inss. The translation between what was in the soletras into the scs were the same. However, the concern is that the settings that the patient had for years prior to this event were not reflected in current settings. They wondered if the soletra or 8840 could have changed settings on their own. Neither soletras were saved from the procedure and were disposed. It was advised to check with the rep to make sure they saw the same settings and to have the clinic pull all relevant reports on the patient. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting the other rep saw the original settings on sep-01. The cause of the settings being different was unknown. The settings were put back to the original settings and the issue resolved.